Event description:
It was reported the loop of this snare detached in the pt during a polypectomy procedure. The snare loop was retrieved with another snare without incident and the procedure was completed successfully. This device was received, evaluated and retained by this MFR. The engineering evaluation revealed the snare loop assembly, including the loop coupling, was detached from the device inner cable. The loop coupling was crimped at both ends to restrain the loop and coupling. The ball weld on the end of the cable was noticeable. The inner cable was capable of being advanced and retracted with the hand assembly, a severe bend was detected in the inner cable and outer sheath approx 84 cm distal to the handle.